Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. No specific blood glucose values were provided. The patient attributed the elevated blood glucose levels to communication issues between the pod and the continuous glucose monitor (cgm) in use at the time (dexcom g7). She reported experiencing symptoms including nausea, chest pain, inability to walk, elevated heart rate, and the presence of ketones. The patient was subsequently hospitalized on (B)(6) 2026, and was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin and fluids. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026. The pod involved was discarded at the hospital and is unavailable for investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.